Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 20mm in length target lesion was located in the mildly tortuous, moderately calcified and 4mm in diameter left anterior descending artery. The lesion was predilated and a 4.00x20mm promus element ¿ stent was advanced but failed to cross the lesion. Repeated attempts were performed however it was noted that the stent was damaged. The device was removed and the procedure was completed using a 4x20mm bare metal stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 20mm in length target lesion was located in the mildly tortuous, moderately calcified and 4mm in diameter left anterior descending artery. The lesion was predilated and a 4.00x20mm promus element ¿ stent was advanced but failed to cross the lesion. Repeated attempts were performed however it was noted that the stent was damaged. The device was removed and the procedure was completed using a 4x20mm bare metal stent. No patient complications were reported and the patient's status was stable.